Event description:
It was reported that the out of box failure of control panel was replaced due to a dent in the display causing it to be unresponsive to touch. This replacement control panel, however, was having issues where the arctic sun would fail to turn on intermittently.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Event description:
It was reported that the out of box failure of control panel was replaced due to a dent in the display causing it to be unresponsive to touch. This replacement control panel, however, was having issues where the arctic sun would fail to turn on intermittently.